Event description:
The customer reported on (B)(6) her blood glucose and insulin history for the following days is as follows. She was at school and decided to deactivate the pod. Upon removal her teacher noticed the cannula was no longer inserted into the infusion site.

Manufacturer narrative:
The product will not be returned for evaluation. The user reported that the cannula had come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.